Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the bottom trigger of the battery handpiece/modular device was binding/stuck. It was further determined that the device would not run. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service/repair, a visual and functional assessment was performed which determined that the device failed for proper functioning of the triggers- trigger was binding and would not run. During service/repair, it was determined that there was excessive debris on the ball bearings, the yellow marking was worn from disconnect sleeve, and the magnetic retainer was also worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.